Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the service request order information revealed that the subject device had no repair history. Based on the results of the investigation, it was presumed that the board malfunctioned due to aging deterioration, it has been 5 years and 7 months since the subject device was manufactured.. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the printed circuit board failure was noted. Further inspection of the unit found a crack at the top left corner of the unit¿s bezel. The cause of the unit¿s internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during setup and testing, the internal power supply of the lcd monitor was not giving power. There was no patient involvement. The unit was returned for evaluation and the malfunction of the printed circuit board was noted.